Event description:
Ongoing problems with dexcom g6 continuous glucose monitor. Not accurate at all for the first 0-24 hours. As an insulin-dependent type 1 diabetic in very good glycemic control, the first 0-24 hours of starting a new g6 sensor are a mix of dangerous hypoglycemia and hyperglycemia. Incorrect cgm readings, despite constant calibration with a separate blood glucose meter, are causing life threatening episodes of hyperglycemia and hypoglycemia. Some sensors have little to no inaccuracies, while some are completely inaccurate. Because the readings are incorrect, the cgm working with my tandem insulin pump causes inaccurate boluses via control iq technology.